Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported to us that the product was used at the time of closing the burr hole and the artificial bone had fallen into the dura post operatively. It was reported there was no injury to the patient.